Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm checked the iabp's logs and nothing unusual was identified and the unit pumped without use upon being tested. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(4).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped functioning. It was later clarified that the iabp would not augment and was swapped to continue therapy. There was no harm or injury to the patient.